Manufacturer narrative:
Device received with missing segment display, problem isolated to lcd board. Unable to perform self-test, and displacement test, unable communicate the glucose sensor simulator to verify lost sensor alarm due to missing segment display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 121 mg/dl at the time of the incident. Troubleshooting was performed. The product will be returned for analysis.